Manufacturer narrative:
A replacement side rail assembly was sent to the facility to repair the bed.

Event description:
Information received indicates the side rail will not stay in the upright position due to a broken weld at the lower pivot.